Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring high blood glucose levels after lunch while using the ilet, noting the device delivered approximately 6 units for lunch whereas the user historically administered approximately 16 units by injections, and the user confirmed no visible insulin leaks or tubing kinks with a recent infusion set change; the medical device problem and device component details were not available. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.